Manufacturer narrative:
Per customer, qc is recovering within customer's specs and recent system check passed. The specimen was collected in the plasma tube with gel separators and was centrifuged at 3,000 rpm for 10 mins. The sample was not re-centrifuged prior to repeat testing. Per customer, they did not see fibrin in the sample and no flags were associated with the erroneous result. Svc info was not provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tnl and a result of 1 ng/ml was obtained. The result was reported out of the lab. On the same day, the customer re-tested the original sample for accu tnl and the repeated result was "<0.03 ng/ml". The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected to this event.